Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 in the afternoon with a blood glucose level of 400 mg/dl. The customer stated that the high blood glucose levels were caused by the infusion set recall. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.